Event description:
Reporter alleged when going to the doctor to have routine laboratory testing performed, she obtained discrepant blood glucose results. Reporter stated her meter read 65 mg/dl compared to the lab measurement of 180 mg/dl when testing was performed 10 minutes apart on the active system. Reporter indicated the readings on the system have been lower for awhile, however, did not state exactly how long. It was stated reporter was not experiencing any hypoglycemic symptoms during the time of the comparison or during the other low readings obtained. No other actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.